Manufacturer narrative:
Device evaluation in progress. Customer contact phone number: (B)(6).

Event description:
It was reported that the pump gave error code 1260. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: returned device was received damaged; cracked housing, scratched screen. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the pump gave error code 1260. No patient injury or complications were reported in relation to this event.